Event description:
It was reported that the patient complained of discomfort in the operating room when the foley catheter was removed. Therefore, the balloon was deformed when it was inflated after removal. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient complained of discomfort in the operating room when the foley catheter was removed. Therefore, the balloon was deformed when it was inflated after removal. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing foley catheter with cut portion of inlet tubing. Visual inspection noted no balloon mushroom upon return. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaks. The catheter balloon was deflated in 2 minutes and 08.03 seconds with no issues or cuffing noted. This meet specification per inspection procedure , balloon mushroom is out of specification per inspection procedure which states, "balloon must not cuff after deflation in accordance with w76qa010". Further evaluation: the catheter balloon was re-inflated with 10 ml methylene blue solution. The balloon concentricity was observed to be 70:30 as compared to attachment 1 . This meet specification per inspection procedure which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient complained of discomfort in the operating room when the foley catheter was removed. Therefore, the balloon was deformed when it was inflated after removal. No medical intervention was reported.